Event description:
It was reported the system fluoro image is pitch-black. The result of which was a loss of live image and thus a loss of fluoroscopy imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.